Event description:
It was reported that the ventilator's pneumatic back-plan printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to safety valve test, flow transducer test and internal leakage test failure during pre-use check. It was reported that the ventilator's pneumatic back-plan printed circuit board was contaminated with liquid. There was no patient harm. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and pictures attached. The issue has been resolved by cleaning and the device was delivered to the user in working condition. The root cause of the issue has not been determined.